Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an initial craniotomy surgery, it was observed that one head on the craniotome device stopped working; and became so hot that it burned the hand of the nurse. According to the report, the nurse continued to scrub until the procedure was finish and was treated with a prescribed ointment for the burn/wound after it was completed. It was reported that every time the craniotome device was used, it would always get stuck between the bone and stop working all of a sudden. It was reported that the surgery was not delayed but the flow and continuity of the procedure were disrupted due to the event. It was reported that the procedure was completed successfully with a spare device. It was reported that the patient was fine and not burnt due to the event. It was reported that the nurse was fine post-surgery; however, she was having discomfort with her daily life due to the burn/wound on her hand. It was reported that although the burn was superficial, the skin protection was burnt; therefore, it was very painful for her. It was reported that there was no other undesired treatment outcome aside from the burn; and there was no other medical intervention required to treat the burn on the nurse's hand besides the prescribed ointment. There was no prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all manufacture's specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.